Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen (unknown) at a concentration of 500 mcg/ml and a dose of 130 mcg/day for intractable spasticity. It was reported that a catheter event occurred. There was a known patency issue with the catheter; it was replaced with a complete new catheter. The pump reservoir was empty, and it was uncertain when it ran out; the rep did not have time to check the pump logs. The physician was not refilling the pump "today" and would be refilling it on a further date. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacture representative. It was reported that the catheter was replaced and it had free flowing cerebrospinal fluid. The patient was referred back to her managing physician for refill. They ended up getting a refill kit from the physician¿s office next door to the surgery center and he filled it with 10 ccs of preservative free saline and started the pump back at minimum rate. The cause of the patency issue and pump running out was unknown; the patient's weight was unknown. No further complications were reported.